Event description:
Surgeon could not hook the tip of the depth gauge onto the far cortex extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.